Manufacturer narrative:
(B)(4). Final analysis found that the insulation was abraded at 41.6 cm - 42.1 cm from distal tip breaching the outer insulation and exposing the outer coil. The abrasions were consistent with constant friction against another implantable device or feature of the heart. (B)(4).

Event description:
It was reported that the lead was fractured and insulation damage. The lead was placed out of service on (B)(6) 2016, then explanted on (B)(6) 2016 during a pulse generator change out. No additional information was available.